Event description:
It was reported that the user received an insulin occlusion alert on the ilet while using a steel infusion set and experienced hyperglycemia, with a blood glucose of 216 mg/dl. The user initially did not change supplies after the alert, then later charged the device and performed a full supply change, after which glucose returned to 167 mg/dl. Symptoms included elevated blood glucose. Outcomes included restoration of glucose into range after supply change. Investigation included review of device data and user troubleshooting education. Investigation of this case revealed resolution of the occlusion alert and hyperglycemia following replacement of infusion supplies. It was concluded that the event was consistent with an infusion set occlusion that resolved after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.